Manufacturer narrative:
Lot number provided was lc-1400-004. This is not a valid lot number. Corrected lot number is unknown. Type of report - follow up # : the correct follow up number is 1. The original follow up #1 3500a supplemental received a "rejected" status and there was a transmission error that could not be corrected. This supplemental is being sent in place of the first attempt. Additional manufacturer narrative: the quantity of chemical indicator strips that had a red dot on the strip after processing in a sterrad unit was five (5). It is unknown if the total quantity was used in one load or several. Multiple attempts have been made to obtain additional information from the customer on the event(s) without success. Method code: actual device not evaluated. Result code: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record, trending of the lot number, product return and system risk analysis (sra). The batch record review could not be performed as the lot number was not available. The lot history review could not be performed as the lot number was not available. The chemical indicator strip(s) was not returned for evaluation. The sra indicates the risk associated with a quality problem with no impact to safety is "low." There is insufficient information to assign a cause for the event reported. The event investigation is determined to be inconclusive with the information available. This issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100. Lot number - the correct lot number is lc-1400-004.

Event description:
A customer reported a sterrad chemical indicator strip did not change color correctly after a completed sterrad cycle. It is unknown if the affected load was recalled or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad chemical indicator strips not changing color correctly.

Manufacturer narrative:
Corrected data: the quantity of chemical indicator strips that had a red dot on the strip after processing in a sterrad unit was five (5). It is unknown if the total quantity was used in one load or several. Attempts have been made to obtain additional information from the customer on the event(s) without success. Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the system risk analysis (sra). Without the lot number or product return, the investigation was limited. The batch record review and lot trending could not be performed. The sra indicates the risk associated to the event is 'low," a 'quality problem with no impact on safety.' The chemical indicator strip(s) was not returned for evaluation. There is insufficient information to assign a cause for the event reported. The event investigation is determined to be inconclusive with the information available. This issue will continue to be tracked and trended.